Event description:
It was reported this esophageal stent was placed in march 1997 without incident. In october 1997 the stent looked good and remained in good position. On december 5, 1997 an endoscopy showed the stent had started to unravel from the proximal end and was partially blocked. An unsuccessful attempt to remove the stent followed. This pt was not a surgical candidate and no further action was taken. Non oral nutrition was given until january 20, 1998 when the pt expired. No further details are available regarding the circumstances surrounding this event. Follow up revealed a total gastrectomy was performed in july 1995. Approximately 18 months post procedure the pt reported having to take smaller and more frequent meals. An anastomotic stricture dilatation producte was performed and a perforation occurred during this procedure in february 1997. This stent was placed shortly thereafter. Co believes the pt's pre-existing condition rather than a product problem contributed to this event.